Manufacturer narrative:
An event regarding limb length discrepancy involving an unknown accoalde stem and an unknown adm shell was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The alleged and confirmed events were in relation to limb length discrepancy involving an unknown accolade stem and an unknown adm shell. There is no allegation of failure against the unknown ceramic head. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient reported that on (B)(6) 2014, she had a full hip replacement surgery performed. The day after surgery, ((B)(6) 2014), the patient was up walking around with the aid of a walker & noticed that she could not straighten her right leg when walking. I felt as though I was tilted with every step I took. The reason for this was because I ended up with a significant leg length inequality, as my right leg (hip replacement side) was (B)(6)" longer than my left leg.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
The patient reported that on (B)(6) 2014, she had a full hip replacement surgery performed. The day after surgery, ((B)(6) 2014), the patient was up walking around with the aid of a walker & noticed that she could not straighten her right leg when walking. I felt as though I was tilted with every step I took. The reason for this was because I ended up with a significant leg length inequality, as my right leg (hip replacement side) was 11/2" longer than my left leg.